Manufacturer narrative:
The lesion was pre dilated at 12atm for 10 seconds. Timi flow was 3 post procedure. As insufficient adherence of the stent to the vessel wall in left main cx artery was confirmed, stent expansion was performed with a nc balloon catheter and it was confirmed that the stent expanded. Final angiography was performed and percutaneous coronary intervention (pci) was completed. The patient is reported as alive with injury but recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was intended to be used during a procedure to treat a lesion exhibiting moderate tortuosity and moderate calcification in the left main cx artery. No damage was noted to the packaging. No issues removing the device from the hoop. Device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated with a 20x1.0 mm non-medtronic balloon. Device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. The lesion was post-dilated. It is reported that sub-acute stent thrombosis occurred. The patient is reported as alive with injury, and unconscious at the time of the report.